Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the customer reported condition. The se replaced the breath delivery unit (bdu) printed circuit board assembly (pcba). The ventilator passed testing and calibrations.

Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone. It was recommended to have a service engineer (se) repair with either the breath delivery (bd) central processing unit (cpu), power supply, or analog interface (ai) printed circuit board (pcb). Medtronic was not authorized to service the ventilator.

Event description:
It was reported that an 840 ventilator had a communications malfunction. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.